Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2401577 manta 14f ce indicated no non-conformities related to this lot, therefore supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. While inserting the bypass tube through the hemostatic valve of the manta sheath, resistance was met attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter through the manta sheath. The first 14f ce manta device and sheath were removed, and a new 14f ce manta device and sheath were loaded and deployed successfully. A CAPA was previously opened under teleflex quality system to address this issue. Based on the investigation, the root cause has been determined to be manufacturing related. Further investigation related to this event will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.

Event description:
It was reported that "when pushing manta forward it did not go through the sheath." Per pcf: "the device was removed in its entirety and replaced with a new manta system that was successfully deployed. No report of patient therapy delayed, harm or health complications from this event." Associated complaints 3010252479-2025-00020 and 3010252479-2025-00028.

Manufacturer narrative:
(B)(4) UDI not available as the lot # was not provided by the customer.

Event description:
It was reported that "when pushing manta forward it did not go through the sheath." Per pcf attachment: "the device was removed in its entirety and replaced with a new manta system that was successfully deployed. No report of patient therapy delayed, harm or health complications from this event."associated complaints 3010252479-2025-00020.